Event description:
Per provider, the little button screw that self threads into the back cane is stripping and falling out, causing other hardware to get loose and fall out. Sending out screws for both sides' hardware for this chair.